Manufacturer narrative:
The nurse reported that the primary display on the central nurse's station (cns) was blank in the 2nd floor ccu. Third party kvms that are not supplied by nihon kohden are being used. Tech support (ts) troubleshooted with them and verified that the kvm and the display both seem to be receiving power; and all connections seem to be connected properly. They were able to locate the original dvi cable on the top side near the display as it was not removed when the kvms were installed. Biomedical engineer (bme) later reported that the system just needed a reboot. This happens occasionally to the cns in ccu. They stated that this normally happens to the display on the left side but sometimes happens on the right side. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 04/17/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/21/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The nurse reported that the primary display on the central nurse's station (cns) was blank in the 2nd floor ccu. Third party kvms that are not supplied by nihon kohden are being used. Tech support (ts) troubleshooted with them and verified that the kvm and the display both seem to be receiving power; and all connections seem to be connected properly. They were able to locate the original dvi cable on the top side near the display as it was not removed when the kvms were installed. Biomedical engineer (bme) later reported that the system just needed a reboot. This happens occasionally to the cns in ccu. They stated that this normally happens to the display on the left side but sometimes happens on the right side. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the primary display on the central nurse's station (cns) would intermittently go blank. This occurred on the 2nd floor of the ccu. A third party kvm, not supplied by nihon kohden, was being used. During troubleshooting, the biomedical engineer (bme) later reported that the system just needed to be rebooted. There was no patient harm reported. Investigation summary: technical support (ts) confirmed that both the kvm and the display seemed to be receiving power, and all connections seem to be good. Due to the non-standard kvm setup, the customer was advised to consult with their bme. The bme later reported that simply rebooting the cns resolved the issue. This behavior has occurred intermittently with the same cns before. It is recommended that the cns be rebooted every 3 months to avoid instability. As the issue was likely resolved after rebooting the cns, it is likely that the cns had not been rebooted at regular intervals. The root cause is likely related to a lack of preventive maintenance. Trending for similar issues and devices will continue to be monitored by nk. The following field contains no information (ni), as attempts to obtain the information were made, but not provided. D10 attempt #1 04/17/2025 emailed the customer via microsoft outlook for the needed information in the no information section. No reply was received. Attempt #2 04/21/2025 emailed the customer via microsoft outlook for the needed information in the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Attempt #3 06/20/2025 emailed the customer via microsoft outlook for the needed information in the no information section. A third attempt was subsequently made yielding no response from the customer. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The nurse reported that the primary display on the central nurse's station (cns) would intermittently go blank. There was no patient harm reported.